Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited t-wave oversensing. Chest x-ray testing showed the lead also had externalized conductors. The lead was extracted and replaced on (B)(6) 2019. There were no complications and the patient was stable.